Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen of the device turned blank. There were no health consequences for the patient reported.

Event description:
It was reported that the screen of the device turned blank. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined by the dräger service and the log file was made available for further investigation. The examination of the device by the dräger service could confirm a loss of function of the cockpit of the device. A faulty main basis board was identified as root cause. The main basis board was already replaced. Additionally, the base image and software were loaded, and the touch screen was calibrated. The device was tested and confirmed to be operating as per manufacturer´s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. After successful completion of the warm start, the system will post the alarm message «cockpit restarted» with accompanying audible alarm tone. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts, the workstation would stop restarting the cockpit with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.